Event description:
A (B)(6) male patient who had a history of colon resection underwent aaa repair on (B)(6) 2010. The patient's anatomical form was suitable for endovascular repair since access vessel was normal and there was little tortuous of it. Blood leakage from the hemostatic valve of the contralateral iliac leg delivery system was observed when the grey positioner was removed (1820334-2010-00465). It was also observed blood leaked from the hemostatic valve of the ipsilateral iliac leg delivery system when the grey positioner was removed (1820334-2010-00466). The physician needed to aspirate the blood leaked from the valves several times during the procedure. No additional procedure was performed. The information how much blood leaked was not provided. It is unknown the patient's condition after the procedure.

Manufacturer narrative:
Bleeding is labeled in the IFU. Valve leakage is not addressed in the IFU. Check-flo discs critical dimensions are inspected during incoming quality control. Per specification, inspection of captor valve assembly is performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. In addition, the orientation of the check-flo discs are confirmed and it is verified that each is punctured and free of tears. A leak test is also performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The returned sheath was examined, which revealed that the captor/iris valve was functional. The sheath was leak tested with the valve empty, the valve with a dilator, and the valve with an 0.035" stylet. The sheath did not leak with the valve empty. A slow leak and spray/jet leak were detected when testing with the stylet and dilator, respectively. Testing was performed with a 20cc syringe and water injected into the valve chamber. It is possible that the check-flo discs recovered/relaxed to a position that prevented leakage during testing with the valve empty. The valve was disassembled and the check-flo discs were examined. Each disc was torn. Damage to the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.